Manufacturer narrative:
Sensory medical requested the damaged canopy be returned for examination. The product has not been returned for evaluation as of the writing of this investigation. Sensory medical made multiple attempts to obtain additional information relevant to the reported issue and investigation on 05/11/2026, 05/12/2026, 05/18/2026, 05/19/2026, 05/20/2026, and 06/04/2026. The parent stated that they created a hole in the locking loop after it was torn so that they could continue to secure the technology hub zipper with the padlock and s-clips. Sensory medical advised the parent against making any modifications to the bed. 251217m17 is the lot for the canopy. Review of manufacturing records confirmed the lot passed all in process and final inspections. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required." Page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement." On page 22 includes a monthly maintenance checklist, one check is: "each zipper on the canopy is functional and seams of zippers are intact". Page 22 of the user manual, maintenance checklist, describes discontinuing use of the bed if anything is damaged or missing. The tech hub manual provides the following information: in the warnings section on page 3: · check this product for damaged hardware, loose joints, loose bolts or other fasteners, missing parts or sharp edges before and after assembly and frequently during use. Securely tighten loose bolts and other fasteners. · do not use product if any parts are missing, damaged or broken. Contact cubby for replacement parts and instructional literature if needed. Do not substitute parts. On page 19 maintenance checklist: · discontinue use and contact us immediately if anything is damaged or missing. · technology hub zipper + cord loop are intact and lock is secured. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.

Event description:
The parent reported that her son broke the technology hub zipper area and was able to elope from the bed through the portal area. She stated that the child was able to break the s-clips (which one was being used to secure the zipper, as well as the padlock) from inside of the bed. She stated that she does not know how he was able to break the zipper or s-clips from inside the bed. A photo provided by the parent shows the technology hub zipper secured with the lock and an s-clip, secured through a punched hole in the locking loop, which was torn/broke by the child. It appears that the s-clip was being used in lieu of the broken/torn locking loop, and it is confirmed through the photo that the s-clip is broken. There was no injury as a result of the event.